Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: e3. Additional info: contact person (name: (B)(6), email address: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) arterial line acquisition on two cardiosaves during use. A getinge field service engineer evaluated rterial line acquisition on two cardiosaves during use. No patient harm or injury reported. She reported that a no cable alarm was present. The troubleshooted she completed on both pumps including: changing out the pressure cable, changing out the disposable transducer system, as well as changing out the console. The second console was also troubleshot correctly. I also verified the pressure cables their account was using were correct as they are used to placing non-fiber optic balloons. Reported that they had a third pump on the way from their sister account and would let me know progress when the pump was switched over. She reported that they switched the console over successfully with no issue and they were able to get an appropriate arterial line waveform. (B)(6) was very appreciative of the support and provided complaint information for both of the affected consoles. I suggested she take both consoles and all cables down.despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.patient involved.

Event description:
N/a

Event description:
It was reported that during use on a patient, 2 cardiosave intra-aortic balloon pumps (iabp) had a no cable alarm. Troubleshooting was completed on the pumps including: changing out the pressure cable, changing out the disposable transducer system, as well as changing out the the 1st console. The pressure cables the account was using were verified to be correct as they are used to placing non-fiber optic balloons. A third pump was used to switch the patient to. It was reported that they switched the console over successfully with no issue and they were able to get an appropriate arterial line waveform. There was no harm reported. This report is for the second iabp used in this event. The first iabp used is being reported separately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Initial reporter was shortened due to character limitations. The complete name is: (B)(6).